Event description:
A surgeon reports, that during insertion of the intraocular lens (iol), the iol inverted in the anterior chamber. During an attempt to reposition the lens in the bag, the posterior capsule ruptured and a vitreous prolapse occurred. An anterior vitrectomy was required. The lens was placed outside the bag. The surgeon feels the event may be related to the delivery system. Follow-up confirms the patient's condition is improving and the surgeon considers this event non-serious.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation and the information required to complete a review of product history records was not provided. No conclusions can be drawn. Additional information was requested on 03/15/2007 and a response received on 03/19/2007.